Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding three (3) falsely depressed creatinine (cre2) patient sample results obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
Three (3) discordant falsely depressed creatinine (cre2) patient sample results were obtained on a dimension exl with lm system. The discordant results were not reported to the physician(s). The same samples were reprocessed on the same dimension exl with lm system and higher cre2 results, considered correct, were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed creatinine (cre2) results.

Manufacturer narrative:
Additional information (06-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. A siemens customer service engineer (cse) was disptached to the customer's site. The cse performed service actions considered normal troubleshooting or maintenance for issues of this nature. Quality control results were within the customer's expected ranges. Repeat of the same samples yielded the expected results. A potential product issue was not identified. The issue was resolved after the service visit. The cause of the event is unknown. The system is fully functional. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00165 was filed on 05-jul-2022.